Manufacturer narrative:
On 01/10/2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that during interrogation of the associated ICD (sorin paradym crt 8750, sn: (B)(4)) a warning indicated 'low shock impedance', 'defibrillation system ineffective', and 'overload'. The associated ICD has reportedly been replaced.